Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 10.6 versus the labs 8.3 mmol/l. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.